Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. Upon advancing the taxus express2 3.0 x 20 mm stent to the proximal circumflex artery the scrub tech pulled negative pressure and blood was pulling back. The taxus stent was removed and set aside. Another taxus stent was used to successfully complete the case. After the case was completed the scrub tech picked up the leaky taxus stent and found that the catheter had fractured outside of the pt into two pieces at the distal polymer shaft. No pt injuries or complications were reported. Pt status is reported to be "fine."